Manufacturer narrative:
(B)(4). The xience xpedition referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a lesion located in the 90% stenosed mid circumflex. After predilatation was performed, the 2.25-12 mm xience prime sv stent was implanted at 18 atmospheres. The patient began experiencing chest pain, pain in the neck region, and an area at the back of the ear in the middle of (B)(6) 2013. The patient was rehospitalized and on (B)(6) 2013 in-stent thrombosis (total occlusion) was observed on angiography and up to the proximal part of the left circumflex, for which plain old balloon angioplasty was performed for treatment. The patient was discharged on (B)(6) 2013. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, new information received states that at the same time the xience prime sv stent was deployed in the circumflex, a 2.5x15 mm xience xpedition stent was deployed in the obtuse marginal which also thrombosed and was treated with balloon angioplasty.

Manufacturer narrative:
(B)(4). Date of event estimated. The reported patient effects of angina, pain, and thrombosis are known observed and potential patient effects as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.